Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the prograsp forceps instrument refused to open. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be derailed at the distal idler pulley. Grips can still open and close, but movement may not be precise. An additional observation not reported by site was that the instrument's grip cable was frayed at the distal idler pulley. The frayed strand stuck out at the wrist approximately .121. Other cables at wrist were undamaged. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .094 x .040 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.